Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# igtcfs-65-1-jug-tulip. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "during an ivc filter deployment procedure the gunther tulip navalign jugular vena cava filter set was used. The check flow valve was exceptionally tight and may have kinked. When physician went to unsheathe the filter via jugular approach the filter had already deployed. The physician had not touched any of the deployment buttons at this time. The filter was not exactly where the physician wanted it placed so planned to re-sheath and re-adjust but noted the filter was off of the hook. The physician confirmed there is no problem where the filter landed he just preferred to adjust some." Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: no product was returned and without the actual complaint device it would be inappropriate to speculate at what may or may not have led to the premature filter release. Also, no imaging was provided, but it is noted that there was no problem where the filter landed, it was just adjusted. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that it did not perform as intended. Cook medical will continue to monitor for similar events.